Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had more frequent motor errors. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the insulin pump had cracks in inside casing above up and down button, crack near batter compartment, louder during rewind and unexplained no delivery alerts. The device will not be returned for analysis.